Event description:
It was reported that the pt underwent re-hospitalization and repeated angiography six months after the original mini vision stent was implanted (actual implant date is unk) due to a positive stress test. The pt was revascular on the target lesion due to in-stent restenosis.